Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that occlusion alarms occurred. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.